Event description:
Caller reported the t:slim x2 pump battery will not charge. Caller used tandem charging supplies at hcp office and pump charged to 100% caller will monitor battery over night and attempt to charge with own supplies if issue reoccurs.